Event description:
It was reported that the patient with this implantable pacemaker recently experienced significant cardiac issues, including a loss of consciousness approximately 2.5 weeks ago, during which there was a noted absence of heartbeat and a critically low pulse rate. The patient required hospitalization, and it was determined that there was a reduced volume of blood in the heart. The patient reported that their heart ceased beating, with the pulse dropping to a level of 60 beats per minute. In addition to these observations, the patient experienced symptoms including dizziness, nausea, fatigue, shortness of breath, episodes of falling, and a general feeling of illness. No additional information was provided. This device remains in service and no additional adverse patient effects were reported.